Event description:
A surgery reported three pts with unexpected postoperative outcomes of - 2.00 diopters following intraocular lens (iol) implant procedures. Additional info has been requested. There are three medical device reports associated with this event. This report is for the third pt.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info on (B)(4) 2012, by phone, fax, and mail. A completed questionnaire has not been received. Additional info was received via phone on (B)(4) 2012. (B)(4).